Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 23rd november 2015 and performed to specification up to 1st may 2016. The pad-pak was removed and then reinstalled on the 19th may 2016 passing a self-test and continuing to pass self-tests up to and including the last log entry on the 17th july 2016. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. A test pad-pak was inserted into the device and the device passed a self-test. A test shock was carried out and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to failure of the beeper. The functionality of the status leds was verified during the investigation. The functionality of the beeper is tested before dispatch from heartsine, it is therefore concluded that the component failed after dispatch. The returned pad-pak was measured and found to be depleted.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status inidcator flashing.